Event description:
Customer was taken to the hospital for symptoms of high blood sugar. Customer had a reading of 246 at home but felt they had symptoms of a higher blood glucose level. Customer blood sugar was taken with an unknown meter at the hospital with a result of 600. While in the ER, a comparison was done with customer's freestyle meter (418 reading) and the hospital lab instrument (318 reading) resulting in difference outside 20%. Both tests were taken from the finger within seconds of each other. Customer was treated with fluids and an insulin IV.